Manufacturer narrative:
Device manufacturer date is 19-mar-2012.

Event description:
Reportedly, interrogation of the subject device could not be performed before its explantation. The threshold measurements performed on the newly implanted device were excellent.

Event description:
Reportedly, interrogation of the subject device could not be performed before its explantation. The threshold measurements performed on the newly implanted device were excellent.